Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, a service history review, functional testing and a review of the alarm log were performed. The f-38 alarm was identified during the review of the alarm log. The cause of the condition was determined to be inoperative/defective force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.